Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. If there is any further relevant information received, a supplemental medwatch will be filed.

Event description:
It was reported that post-coronary drug eluting stenting treatment procedure, in-stent thrombosis occurred. Prior to the index procedure, the patient presented with chest pain. Angiography revealed a "heart attack" of the "coronary artery". A taxus express2 paclitaxel-eluting coronary stent 2.5x24mm was implanted in the "coronary artery". The patient was instructed to and did take plavix for at least twelve months post-procedure. Approximately 22 months post-procedure, the patient suffered a "heart attack" reportedly due to in-stent thrombosis of the "coronary artery" at the previously placed taxus stent. The patient underwent coronary angiography and additional stenting to treat the event. No further patient complications were reported.